Manufacturer narrative:
Case was planned with scans almost 7 months old. Usually, the scans have an expiration of only 6 months meaning timing could be an issue. If the guide was not fully seated, that could very well be the reason for the misplacement. Also, the xray the dr took after the placement is only a 2d xray. This has occurred for other dr's where the xray beam is not directed to the center of the implant and this angulation may cause the "malposition" of the implant. The dr. May want to rescan the patient centering the xray beam at the center of the implant for a better view of the actual position.

Event description:
Utilizing surgical guide print003, dr. Stated that implant at #6 location was touching #5 when fully placed. Osteotomy entry was too distal for the space but trusted guide and proceeded. Had to back out the implant, pack bone and send the patient home for healing.

Event description:
Utilizing surgical guide print003, dr. Stated that implant at #6 location was touching #5 when fully placed. Osteotomy entry was too distal for the space but trusted guide and proceeded. Had to back out the implant, pack bone and send the patient home for healing.

Manufacturer narrative:
Case was planned with scans almost 7 months old. Usually, the scans have an expiration of only 6 months meaning timing could be an issue. If the guide was not fully seated, that could very well be the reason for the misplacement. Also, the xray the dr took after the placement is only a 2d xray. This has occurred for other dr's where the xray beam is not directed to the center of the implant and this angulation may cause the "malposition" of the implant. The dr. May want to rescan the patient centering the xray beam at the center of the implant for a better view of the actual position.